Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's charger/modem would not recognize when a battery is inserted. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize a battery) was confirmed. Upon eval, the battery board was not properly connected to the bedside board. The cause of the inability to recognize a battery pack is the improper connection between the battery board and the bedside board. The root cause of the improper connection cannot be positively identified but is likely an assembly error. No adverse event resulted from the improper connection. The pt received a replacement charger/modem.